Manufacturer narrative:
H3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) software analysis was performed and confirmed the reported issue. The logs did not capture any abnormality related to the no video detected. Found the nvidia gpu crash dump in the system logs on the date of issue. Also, observed graphics processing unit (gpu) memory issue multiple times - "problem handling new gpu memory data" in the registration task after that gpu crash occurred this might have caused the reported behavior. This issue was documented in a medtronic navigation software anomaly tracking database. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of twenty minutes. H6: multiple fdd/annex a codes were reported. A110201 was coded for the system being unresponsive. A1301 was coded for being unable to interact with software using the mouse or the touchscreen. H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(6) , software version: 2.1.0, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site found the system to be unresponsive while in surgery. They were unable to interact with the software using mouse or touchscreen. After rebooting they were able to get through registration before it became unresponsive again. After rebooting a second time they were able through navigation. This occurred intraoperatively, and there was a surgical delay of twenty minutes. There was no reported impact to patient outcome.